Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not charging battery packs) as confirmed. Upon investigation, the battery charger/modem battery board was contaminated, which caused the monitor resets. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery.

Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report that the pt's battery charger was not charging her battery packs. The pt was issues a replacement battery charger.